Event description:
It was reported that the patient underwent surgical intervention involving a penile prosthesis due to a hernia of the cavernous body. A new ambicor penile prosthesis (app) was implanted. There were no additional patient complications reported.

Event description:
It was reported that the patient underwent surgical intervention involving a penile prosthesis due to a hernia of the cavernous body. A new ambicor penile prosthesis (app) was implanted. There were no additional patient complications reported.

Manufacturer narrative:
Correction made to d1 brand name, d4 model number, and d4 catalog number. There was no device available for analysis. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.